Event description:
It was reported that during a "typical eol (end of life) pump replacement" the catheter was cut on accident, and a catheter accessory kit was used to splice/revise the catheter. It was later reported that the patient had no symptoms related to the event, and the pump replacement was due to normal battery depletion. The patient was receiving effective therapy and ¿doing fine¿. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8590-9, serial# unknown, implanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter . (B)(4).